Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire moved distally as it was not controlled while exchanging the balloon to stent. A dissection was observed in the distal internal carotid artery. The physician elected to convert to carotid endarterectomy (cea). No further complications were reported.